Event description:
It was reported that this pacemaker and right ventricular (rv) lead had an alert last month for low out of range pacing impedances less than 200 ohms in bipolar configuration. The lead was tested in unipolar where the impedances were around 400 ohms, and 500 ohms in bipolar. Isometrics did not reproduce noise in unipolar or bipolar, so the lead was programmed back to bipolar. The patient was in the hospital for syncope due to low blood sugar. The system remains in-service at this time. No adverse patient effects were reported. This pacemaker device was subsequently explanted and returned to boston scientific.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had an alert last month for low out of range pacing impedances less than 200 ohms in bipolar configuration. The lead was tested in unipolar where the impedances were around 400 ohms, and 500 ohms in bipolar. Isometrics did not reproduce noise in unipolar or bipolar, so the lead was programmed back to bipolar. The patient was in the hospital for syncope due to low blood sugar. The system remains in-service at this time. No adverse patient effects were reported.